Event description:
The customer reported the frequency of retests had increased in the past two weeks due to architect i2000 error code 1007 (unable to process test, activated read failure). The customer stated the phenomenon started to occur after the lot of reaction vessels (rv) changed to 69684p100. The customer checked for cracks, leaks, air bubbles and loose connections of the pretrigger, trigger lines and level sensors and no issues were detected. The customer was sent a replacement lot of rv's and arrangements were made to obtain the analyzer result logs. There was no impact to patient management.

Manufacturer narrative:
Evaluation: as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
A patient reported blood glucose results of "203, 70, and 120 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology. The calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegation of harm or injury. Replacement products were sent to the patient.